Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, this patient was implanted with gore excluder aaa endoprostheses to treat an aortic abdominal aneurysm. On (B)(6) 2011, this patient underwent a routine angiogram. The angiogram revealed a proximal type I endoleak. On (B)(6) 2011, two aortic extender components were implanted to address the endoleak. The endoleak resolved and no further complications were reported.